Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.3 and another assay results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one patient sample with discrepant results: the initial result was reported outside of the laboratory. The physician requested a rerun of the patient sample. The initial result from the analyzer was 12.2%. The repeat result from another analyzer was 7.4%. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 765161. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by insufficient cleaning of the cuvettes and the intermittently overflowing cells. He noted that the poor vacuum was due to the two high-concentration waste vacuum tubings that had holes in the vacuum bottle. He also found the sample and ion-selective electrode (ise) rinse station volumes too high. He then decontaminated the module with a bleach solution, and replaced both reagent probes, rinse mechanism tubing, and the solenoid valves (sv) assembly, adjusted the reagent probes, gear pump pressure, and the probe rinse station water volumes to the correct specifications. He performed mechanism checks, photometer checks, cell blank measurements, ise checks, a 21-cup assay precision check using pooled whole blood, and a 21-cup hardware check by test performance precision check using quality control material with acceptable results. The investigation reviewed the last calibration performed on 24-apr-2024; the results were within specifications. The investigation reviewed the qc recovery; the results were within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.